Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they are receiving discrepant results. The initial read on the test cartridge was a negative result, however the user visually read the cartridge, believed it to be a positive result, and immediately re-inserted the cartridge which garnered a positive result from the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Quality will continue to monitor for trends for discrepant results. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative group a strep patient result was obtained on a veritor analyzer via walk-away mode. The user visually reviewed the test cartridge and interpreted the result as positive for group a strep. It was noted the user immediately re-inserted the same test cartridge and a positive group a strep result was obtained on a veritor analyzer via read-now mode. The actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. No confirmatory testing or sample recollection were performed. There were no health impact or consequences reported.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative group a strep patient result was obtained on a veritor analyzer via walk-away mode. The user visually reviewed the test cartridge and interpreted the result as positive for group a strep. It was noted the user immediately re-inserted the same test cartridge and a positive group a strep result was obtained on a veritor analyzer via read-now mode. The actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. No confirmatory testing or sample recollection were performed. There were no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.